Event description:
Siemens received a report on (B)(4) 2012, that the gantry moved without command from the user after the treatment field was transferred from the therapist workstation. Reportedly, the gantry moved until it reached the mechanical limit. However, the user was not aware of the slow movement of the gantry until it reached the mechanical stop, and therefore the user did not stop the system. There has been no report of injury as there was no patient on the table, and the table was on isocenter at the time of the event. The reported event occurred in thailand.

Manufacturer narrative:
Siemens became aware of the reported issue on (B)(4) 2012. Investigation of the reported occurrence is on-going, and additional follow-up to this event will be submitted upon completion of the investigation. (B)(6).